Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, fse was dispatched to the customer's facility to address the reported event. The fse found that the substrate syringe was leaking and the seal of the substrate joint block worn out. Fse replaced the wash syringe pump and the substrate syringe joint. Fse also flushed out the nozzle and lubricated the components. Fse then ran quality controls (qc) on psa. All results were within acceptable range. The aia-600ii instrument functions as intended. No further action required from field service. A 13-month complaint history review and service history review for serial (B)(4) from 10-dec-2016 through (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The st aia-pack psa (prostate specific antigen) analyte application manual states the following: evaluation of results. Quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack pa, the highest concentration of prostate specific antigen measurable without dilution is 100 ng/ml, and the lowest measurable concentration is 0.05 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 50 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated or decreased psa values. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen. Collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most likely cause was due to worn out wash syringe/syringe block.

Event description:
On (B)(6) 2018, customer reported getting higher than expected psa (prostate specific antigen) during proficiency testing result of 0.55 ng/ml (range is 0.00 ng/ml to 0.46 ng/ml) on a sample in the aia-600ii instrument. The customer failed psa on one of three (3) samples. (B)(6). The quality controls (qc), however, were within range. Technical support specialist had customer run precision test for low value psa on the instrument and the precision result was within acceptable range. On 11-jan-2018, a field service engineer (fse) was dispatched to address the reported issue. There is no indication of any patient intervention or adverse health consequences due to this event.